Event description:
During the use of the device for a surgical procedure, the unit would not rewarm. The unit was swapped out, and the procedure was completed successfully with no injury to the pt. The mixing valve was replaced and the suspect part was returned to MFR for investigation.

Manufacturer narrative:
Note: reported complaint was confirmed upon receipt of the component. The device was repaired at the customer site and the subject component was returned for eval. Eval found that the mixing value was out of tolerance. This out of specifications dimension caused the mixing valve to bind. The root cause of this reported complaint was attributed to component failure.